Event description:
Rn went to draw med for the patient and after they clamped the cvc [central venous catheter], they went to twist off the trifurcate attached to her tpn [total parenteral nutrition], lipids, and heparin drip. Felt the part of the trifurcate attached crack and had to use a clamp to disconnect the trifurcate from the cvc line.